Manufacturer narrative:
The console (aic) was returned for evaluation. Upon inspection of the console, the issue with properly detecting the purge pressure disc was reproduced, and purge flag was confirmed to be broken (missing at blue disc retainer). Before returning this console back to the customer, the purge flag was replaced and a full functional check on the console and optical system was performed. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella console (aic) had failed to recognize a purge cassette during use. A new console was used without any adverse event noted.